Event description:
Customer reported via phone call that they were feeling ill. Customer states that they were not receiving alarms. The blood glucose reading was 435 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.